Event description:
Information was received indicating that the air mix knob on a smiths medical pneupac parapac ventilator is broken. It was reported that the knob keeps turning. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: one pneupac device in was received for investigation in damaged condition, with the air mix knob shaft damaged and knob cracked. Immediate visual inspection of the device was able to confirm customer reported complaint allegation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. It was also noted that the battery holder assembly was in need of replacement. Once the flow block and battery holder assembly were replaced, the device passed all functional checks. The event problem source was determined to be from user interface.